Manufacturer narrative:
Section a-4 patient weight: unknown/asked information unavailable. Section b-3: date of event: unknown as information was not provided. The best estimate date is (B)(6) 2023 (iol implant and iol repositioning dates). Section d-6b date explanted: not applicable as the iol remains implanted in the patient's ocular dexter (right eye), therefore, not explanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the back-up intraocular lens (iol) was implanted into the patient's ocular dexter (right eye). The patient returned for iol repositioning on (B)(6) 2023, the iol was not replaced. There were no visual issues reported by the patient. Patient outcome was reported as dong well. No further information is available.